Event description:
It was reported that the patient had his previously implanted incontinence sling removed on an unknown date due to unspecified reasons. No additional patient complications were reported in relation to this event.